Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise, loss of sensing and loss of pacing were observed. Technical support was contacted and suspect the issues are due to a telemetry issue. Further information was requested but not yet available. The patient experienced no consequences.